Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my right coil went missing and had a tubal ligation.'), device expulsion ('just had surgery 2 weeks ago to remove the remaining coil that is in my uterus') and cyst removal ('cyst the size of peach removed last thursday through laparoscopy\ hysteroscopy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain constantly/ severe pelvic pain"), back pain ("back pain"), arthralgia ("joint pain"), headache ("headaches") and mood swings ("mood swing"), underwent cyst removal (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal and removal). Essure was removed. At the time of the report, the device dislocation, device expulsion, cyst removal, pelvic pain, weight increased, back pain, arthralgia, headache and mood swings outcome was unknown. The reporter considered arthralgia, back pain, cyst removal, device dislocation, device expulsion, headache, mood swings, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device dislocation, pelvic pain, cyst,weight gain, back pain, joint pain, headaches, mood swing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- weight gain, back pain, joint pain, headaches, mood swing. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my right coil went missing and had a tubal ligation.') And device expulsion ('just had surgery 2 weeks ago to remove the remaining coil that is in my uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020 quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my right coil went missing and had a tubal ligation.'), device expulsion ('just had surgery 2 weeks ago to remove the remaining coil that is in my uterus') and cyst ('cyst the size of peach removed last thursday through laproscopy\ hysteroscopy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), cyst (seriousness criterion medically significant) and pelvic pain ("severe pain constantly"). The patient was treated with surgery (essure removal and removal). Essure was removed. At the time of the report, the device dislocation, device expulsion, cyst and pelvic pain outcome was unknown. The reporter considered cyst, device dislocation, device expulsion and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device dislocation, pelvic pain, cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events- pelvic pain, cyst was added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my right coil went missing and had a tubal ligation.') And device expulsion ('just had surgery 2 weeks ago to remove the remaining coil that is in my uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device dislocation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.